Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, bone resorption, peri-implantitis, infection, pain, swelling, bleeding.